Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again.